Event description:
Follow-up info provided by the user on (B)(4) 2014: "he (the patient) died 2 days post op from ards (a lung condition) that was unrelated to the technicalities of surgery, but is associated with having a ga and surgery.

Event description:
It was reported that during a low anterior resection procedure, the device was successfully closed and sounded like it fired correctly however upon inspection the device did not cut the tissue properly. No doughnuts were identified. Converted to open to complete the procedure. Delay of thirty minutes.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what tissue type was the device used? What was the quality of the tissue? Was the device fired over thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? What purse string technique was used or what purse string technique does this surgeon normally use? (Ex. Hand tied purse string, purse string device) how was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted lateral or through the staple line? How thick was the tissue, was it evenly and tension-free distributed in the instrument? Was the anvil put on the trocar exactly horizontally? Putting the anvil on the trocar were any graspers used? Was the device completely fired plastic to plastic? Were staples observed in the tissue? If so, was the staple form acceptable? Was the conversion to an open procedure only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have cause this? What is the patient¿s present condition? Is there any other additional information you would like to share about this device, procedure, patient or physician? Additional information requested: were staples observed to be present? If the staples were visible, did any appear to be malformed? When the instrument was fired, was a crunching sound heard?